Event description:
It was reported that the patient with this implantable cardioverter defibrillators (ICD) device received an inappropriate shock. Technical services reviewed the data and there was noise observed on the right ventricular (rv) lead. The noise present was oversensed by the device. This led to pacing inhibition greater than 2 seconds, however the intrinsic rhythm was seen marching through. All lead measurements were stable. Ts stated that there was no noise on the presenting, it could be related to electromagnetic interference (emi) source. Boston scientific representative will be discussing further with the physician. This ICD device remains in service. No adverse patient effects were reported. Additional information indicated that the plan is to continue monitoring. The boston scientific representative confirmed that the suspected that the noise was related to an emi source (motor/alternator). No adverse patient effects were reported.